Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant the right atrial (ra) lead was having sensing difficulty with noise on the lead. The lead was replaced and not used. No patient complications have been reported as a result of this event.